Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that they were getting an incorrect arterial reading. The device was not in clinical use at the time the issue was discovered. There was no adverse or harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The issue was able to be replicated. The rse informed biomed that the parameter board needs to be replaced. The biomed stated they have the part number and will replace the unit. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty parameter board. The issue will be resolved by the biomed replacing the parameter board. A review of the service history for this device shows no further reports on this device for this issue. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.